Event description:
Customer reported that the insulin pump returned a no delivery alarm during basal. Customer also reported having a blood glucose level of 500 mg/dl earlier in the day of the call. Customer reported recently receiving multiple no delivery alarms during basal and bolus. Customer reported receiving a no delivery alarm after a set change. Blood glucose level was 248 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.